Event description:
It was reported that the patient presented in clinic for follow up. Upon review of the egm, the right atrial lead exhibited loss of capture. No intervention was performed. The patient would continued to be monitored. No further information was available.